Event description:
It was reported that a urine leak was found at the meatus of the patient. At this point he catheter was to be changed but the catheter balloon was difficult to deflate. The doctor had to burst the balloon to remove the catheter. It was later reported per additional information from ibc via email (B)(6) 2019 and (B)(6)2019; the doctor burst balloon by pinching it with forceps. There were missing pieces to the burst balloon but it is unknown how these were removed from the body.

Manufacturer narrative:
The reported event was confirmed, however, the cause was unknown. The sample was evaluated and it was found that the inflation lumen under the balloon collapsed. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2)when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" corrections: d4, d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a urine leak was found at the meatus of the patient. At this point he catheter was to be changed but the catheter balloon was difficult to deflate. The doctor had to burst the balloon to remove the catheter. It was later reported per additional information from (B)(6) via email 04jun2019 and 05jun2019; the doctor burst balloon by pinching it with forceps. There were missing pieces to the burst balloon but it is unknown how these were removed from the body.